Manufacturer narrative:
Continued e.1 address: (B)(6). Continued h.6 health effect impact code: f2203 imaging required.

Event description:
Patient reported left side "ultrasonography indicates capsular contracture and replacement surgery, but confirmed rupture." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "ultrasonography indicates capsular contracture and replacement surgery, but confirmed rupture." Device has been explanted and replaced.

Event description:
Patient reported left side "ultrasonography indicates capsular contracture and replacement surgery, but confirmed rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the radius and broken on the posterior side assessed as fold flaw opening and missing side assessed as inconclusive. Crease/folding of implant : observed crease fold. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: no penetrating nick ( stress marks). Wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: h3, h6.